Event description:
It was reported that during a device interrogation for a routine device change out procedure, it was observed that the left ventricular (lv) lead triggered a warning for a high, undefined pacing impedance on all polarities that utilize the lv tip. It was also noted that there was a sudden increase in the pacing impedance measurements and no capture on the lv tip polarities. The change out procedure was cancelled and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted that the patient was brought in for a lead revision and it was found that the lead had pulled back even further. It was noted that the lead was deactivated, and the patient was to be sent to a regional hospital for a lead extraction.